Manufacturer narrative:
The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during preventative maintenance. The cause was determined to be damage to the main battery due to deep discharge. To correct the condition, the main battery was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During initial inspection of a flogard pump, baxter technician found main battery damage; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was a patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.